Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that she/he was hospitalized due to low blood glucose. Customer's blood glucose at time of incident was 77 mg/dl. The customer was treated with orange and IV. The customer was experiencing low blood glucose for (B)(6) 2015. The customer had to call emergency medical service again and was treated with IV bag because blood glucose when low once again. The customer was admitted to the hospital. Customer's blood glucose at time of admission was 77 mg/dl. Customer stated that the perceived cause of the low blood glucose was emergency room stated they think it was the pump. The customer was assisted in performing displacement test and it passed. The customer was advised to monitor pump and contact health care provider retarding low blood glucose.